Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: model number/catalog number: unknown serial number: unknown batch/lot number: unknown model/catalog description: unknown unique identifier (UDI): unknown. Additional suspect medical device components involved in the event: model number/catalog number: unknown serial number: unknown batch/lot number: unknown model/catalog description: unknown unique identifier (UDI): unknown.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent a revision procedure. The implantable pulse generator (ipg) was replaced due to unknown reasons. It was also stated that lead migration occurred, as a consequence, the patient experienced inadequate stimulation. Two leads were added. Electrocautery was used. Patient was stable post operation and doing well. The device will not return for further analysis.